Manufacturer narrative:
The investigation results will be provided in supplemental report.

Event description:
It was reported that the patient cable was dirty and needed to be replaced. Patient cable was replaced. Additional information stated that mobile power unit came for preventive maintenance. The patient cable was found to be dirty, and that the software needed to be upgraded to software version (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dirty cable that was encountered at the edc service center, was confirmed. The unit was sent to the service center for preventive maintenance, where the mobile power unit ((B)(6)) was evaluated. During the system inspection, a dirty cable was noticed and replaced. The discoloration of the cable did not affect the functionality of the unit. All functional tests passed and the unit operated as intended. A root cause for the reported event cannot conclusively be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the mobile power unit (mpu) with the heartmate ii lvas system are documented in the heartmate ii lvas patient handbook with mpu (rev c) and heartmate ii lvas IFU with mpu (rev b) no further information was provided. The manufacturer is closing the file on this event.